Manufacturer narrative:
Patient¿s identifier, date of birth and weight are unknown. This report is for one (1) unknown holder. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is unknown. (510k): unknown, as the specific part number for the holder is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the surgery was performed using the transforaminal posterior atraumatic lumbar (t-pal) system to fix the l3-l4 levels. During the surgery patient¿s dura mater was injured while the surgeon was inserting the implant using the holder. The surgeon dealt with this event by suturing the injured dura mater. The surgery was completed successfully; no other medical intervention was required. Per surgeon, he might have scratched the dura mater with the tip of the holder while inserting. Concomitant device: t-pal system (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown holder. This is report 2 of 2 for complaint (B)(4).